Event description:
On 7/29/98, the manager of operating room svs reported that chief of surgery was performing a gastric surgical procedure and was using the endolumina ii transillumination system to transilluminate the pt's esophagus. While attempting to withdraw the bougie, the device's tip became detached from the device and remained inside the pt's stomach. The chief of anesthesia was called to help retrieve the tip. The tip was subsequently removed without any adverse effect to the pt.